Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited isoelectric signal causing oversensing, which leading two inappropriate electric shocks. The patient was hospitalized, and a revision procedure was performed, it was noted a sponge left in the pocket and the sponge was removed. Patient was septic and ventilated in intensive care unit (ICU). Reprogramming efforts were performed. It was recommended to preform postural assessment of signal when the patient recover. Currently, this s-ICD system remains in service and no additional adverse events were reported.

Manufacturer narrative:
Correction: h6 patient codes, impact codes, and device codes were already updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited isoelectric signal causing oversensing, which leading two inappropriate electric shocks. The patient was hospitalized, and a revision procedure was performed, it was noted a sponge left in the pocket and the sponge was removed. Patient was septic and ventilated in intensive care unit (ICU). Reprogramming efforts were performed. It was recommended to preform postural assessment of signal when the patient recover. Currently, this s-ICD system remains in service and no additional adverse events were reported.